Event description:
Boston scientific received information that this chronic right ventricular lead exhibited noise while connected to the chronic device. When connected to the newly implanted device, there continued to be noise as well as not pacing when required. The programming was changed and the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.